Event description:
During a left open radical nephrectomy, an endo gia stapler with vascular load was fired across tissue and became stuck in place as it failed to release. Unable to release stapler and metzenbaum scissors were used to free the closed stapler which created a serosal injury of the stomach. This was oversewn with 3-0 silk sutures. A general surgery consult agreed with the management strategy.